Event description:
It was reported that on (B)(6) 2013 x-ray confirmed left ventricular lead dislodgement. On (B)(6) 2013 intermittent biventricular capture and high thresholds were noted. The lead was repositioned and the suture sleeve was cut in order to provide more slack. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.